Event description:
A hospital in (B)(6) reported that two rt340 breathing circuit kits were missing the wye piece. This was found prior to patient use.

Manufacturer narrative:
(B)(4). The rt340 adult dual-heated evaqua breathing circuit is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: two complaint rt340 breathing circuits were returned in one unsealed bag to fisher & paykel healthcare (B)(4) and visually inspected. Results: both rt340 breathing circuits were missing the y-pieces. 1 additional filter and 1 additional set of kitted parts were also returned with the complaint devices. A lot check was not performed as no lot number was provided. Conclusion: as the complaint breathing circuits were returned in an unsealed state, we are unable to determine the cause of the reported fault. All breathing circuits are pressure tested before leaving the production line. Those that fail are rejected and immediately transferred to the reject station so it would not reach the packing line. The rt340 breathing circuit will not pass the pressure test without a swivel y-piece. The user instructions that accompany the rt340 adult dual-heated evaqua breathing circuit state the following: - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient". - "set appropriate ventilator alarms."